Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the misalignment between the left and right imaging units could not be determined, however, the issue was likely the result of component failure due to an irregular load/stress applied to the distal end during handling, causing the adhesive securing the image sensor to peel away. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report of abnormal water leakage detection. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, a misalignment between the left and right imaging units/3d image abnormality was found, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.